Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on a homechoice (hc) device during dwell three of five. The patient was connected to the homechoice at the time of the alarm. The technical service representative explained the alarm and assisted the patient in clearing the alarm. During the troubleshooting, it was determined that the patient left a clamp open on an unused supply line. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on an unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.